Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the light guide cover lens (large) had foreign material. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability, air flow, and water contact did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the plug unit had a leak. It was also observed that the light guide bundle had fiber breakings. It was observed that the glue of the bending section cover was chipped. It was also observed that the bending tube was shorten. It was observed that the connecting tube had a scratch. It was also observed that the painting on the suction, air and water cylinder nuts were peeled off. Lastly, it was observed that the angulation and play knob in all directions were less than the specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope lens flush was clogged, and the lens is cloudy. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the mouthpiece used to protect the scope was damaged due to wrong user handling/ user mishandling. Upon further inspection, it was observed that there was a leak in the air valve. It was also observed that the cementing in the bending section cover had a defect. It was observed that the connecting tube was squeezed. It was also observed that the universal cord had a scratch. It was observed that the scope mount was defective. It was also observed that the coating of the eyepiece unit diopter ring was peeled off. It was observed that the eyepiece unit ring had chemical damage. It was also observed that the angulation was lower than standard. Additionally, it was observed that the angulation was play. Lastly, it was observed that the image guide bundle fiber had breakings. Section d on the initial report (medwatch #162271) submitted included the correct suspected device information. D9 was updated with the correct date that this device was returned to the manufacturer. H3 was updated with the corrected device manufacturer date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the oes bronchofiberscope metal connection on the working channel on the handle was loosened/ not present. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. This report is being provided as a corrective report to already submitted (medwatch #162271) to provide the correct information reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to receiving a higher torque than design expectation by attaching a non-olympus accessory to biopsy port. User handling / user mishandling likely caused the reportable event. The event can be prevented by following the instructions for use: "operation manual: 3.2 inspection of the endoscope: inspection of the endoscope." Olympus will continue to monitor field performance for this device.